Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the manufacturing documentation for this particular batch found that the device met its material, assembly and product specifications at the time of release to distribution. The most probable root cause is determined to be operational context. Product unavailable for analysis.

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The physician implanted a taxus liberte' drug eluting stent to a proximal saphenous vein graft (svg). He then advanced a taxus liberte' 2.5x32mm drug eluting stent to attempt placement just distal to the previously placed stent, but was unable to advance the stent to the lesion. Pre-dilatation was then performed with a 3.0x30mm balloon, unknown type and size. The physician again attempted to place the 2.5x32mm taxus liberte' stent, but it was noted that the previously placed stent had lost it's shape on the distal portion. The taxus liberte' 2.5x32mm stent was then deployed over the distal portion of the previously placed stent to recover it's shape. The procedure was completed by deploying a bare metal stent to the distal lesion. No patient injuries or complications were reported. Patient status post procedure is noted as stable.